Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The UDI is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that ipg became inoperable and patient lost therapy. As a result, surgery took place to explant and replace the ipg to address the issue